Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system shut down on its own during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However the lamp was replaced and retuned. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 19, 2017. Based on qa assessment, the product met specifications at the time of release. Visual evaluation: the lamp was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The lamp was installed into the tt illuminator of a calibrated system. The illuminator worked and no problem was found with the bulb. The bulb power output was tested from both ports of the illuminator and met specifications. Additionally, the illuminator was swapped between both ports 10 times and no problem was found. The reported events of system shutdown or system advisory 2401 were unable to be confirmed with the returned sample. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. (B)(4).

Event description:
Corrected information provided by the customer stating the issue was an illumination shut down instead of a power shut down which was originally reported.